Event description:
It was reported that an alert was triggered due to the atrial arrhythmia burden being > 24 hours in a 24 hour period. Non-sustained ventricular tachycardia (vt) events indicated a rapid ventricular response due to an atrial arrhythmia and intermittent atrial undersensing was observed during the atrial fibrillation. No adverse patient effects were reported. The right atrial (ra) lead remains implanted.